Event description:
Revision surgery - the pt experienced chronic pain with the initial device implantation. Dislocation of the joint occurred in office visits with shoulder manipulation. Upon dislocation of rsp device, the entire humeral stem, humeral cup cement mantel dislodged from the humerus, indicating infection. Pathology indicated no infection present. The doctor chose to cement a new 7 stem, increased humeral socket to a +8 and used a 36 semi constrained poly liner.